Event description:
It was reported that this right ventricular (rv) lead had a high impedance alert, back in (B)(6). Now, the unipolar pacing impedance is rising back up to greater than 2100 ohms. Myopotential oversensing was observed, after the alert. The rv threshold also appears to be elevated. The patient does not appear to be dependent, as conduction can be seen in a noise episode. This rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.